Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient did not recharge their ipg as recommended. In turn, the patient lost stimulation due to their ipg being inoperable. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.